Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR's report# 1222780-2011-00019. Prior to a novasure endometrial ablation, the physician removed a 'mirena' (estrogen releasing intrauterine system), which was "embedded in the center of the fundus of the uterine cavity," performed an adiana procedure for permanent contraception, used a novasure sounding device, and dilated the cervix (not a hologic device). Following 2 unsuccessful cavity integrity assessment (cia) tests during the novasure, the physician did a hysteroscopy and saw two perforations, "3 cm apart." The "bowel was not perforated." The general surgeon sutured the two perforations and the pt was admitted into the hospital for observation on (B)(6) 2011 and discharged on (B)(6) 2011.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore, the expiration date is not known. The suresound is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the suresound not provided by the complainant, therefore, the expiration date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. Reference internal complaint (B)(4).